Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
A healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. Lens remains implanted. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Corrected data: b5- originally the claim was determined to be reportable, but upon further review, disregard initial MFR report as it is n/a. Claim# (B)(4).

Manufacturer narrative:
(B)(4).